Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf310f vena cava filter allegedly experienced sometime post filter placement, multiple fragments were allegedly detached and embolized in the vein. It was further reported that the filter remained in the patient. This report was received from one source. This event involved one female patient, age and weight were not provided. This patient had no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however, one image provided. Per the image review, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. G1, h6 (device code, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf310f vena cava filter allegedly experienced sometime post filter placement, multiple fragments were allegedly detached and embolized in the vein. It was further reported that the filter remained in the patient. This report was received from one source. This event involved one female patient, age and weight were not provided. This patient had no reported patient injury.